Event description:
It was reported that the user experienced an infusion set occlusion with an ilet system, evidenced by an inability to proceed during a supply change after a rewind and dry run, which resolved only after installing a new inset 6 mm, 23 in infusion set from a different box; the user¿s reported blood glucose was 141 mg/dl at the time. Symptoms included no reported adverse clinical effects. Outcomes included successful continuation of therapy after replacing the infusion set and education on performing a dry run and changing supplies. Investigation included technical troubleshooting and user education conducted remotely. Investigation of this case revealed that the issue was isolated to the infusion set and resolved with replacement supplies, with no device alerts or alarms reported. It was concluded that the event was related to an infusion set occlusion that was corrected by replacing the consumable, with no patient injury.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.